Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of approximately 50 mg/dl and self-treated by ingesting carbohydrates; no device alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included self-management without medical intervention or hospitalization. Investigation included outreach to the user for additional information. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.